Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no outcome concerns" (no information). Product problem(s): "translator malfunction" (device displays error message). An rn reports that at 96% complete, the surgery was interrupted by a system error message, "translator malfunction." They were unable to clear the message to complete the surgery. The surgeon stated he did not have any outcome concerns for this pt. Additional info has been requested.